Event description:
It was reported that the patient received a patient notification for high, out of range, high voltage lead impedance. Review of trends indicated that high voltage lead impedance values had been trending near the upper range and gradually increasing over the past year. Further evaluation of the lead functionality was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.